Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2019-13143. It was reported that during an elective ipg replacement procedure on (B)(6) 2019, it was discovered that the lead with contacts 9-16 was loosely fit and came out of the header without loosening the set screw. Reportedly, contact 9 was stripped off in the process of removing the lead from the header. The ipg was replaced according to plan and patient was programmed with effective therapy following the procedure.